Manufacturer narrative:
The device was returned to olympus facility for evaluation. In addition, evaluation found the following: the suction cylinder (s-cylinder) had no color; switch 1 (sw1) had a cut; the amount of water contact does not meet the standard value, due to damage on nozzle; the water removal ability does not meet the standard value, due to damage on nozzle; the bending angle in up direction does not meet the standard value, due to wear of angle wire; and the plastic distal end cover (c-cover) had a crack. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope's channel number 3 was obstructed. During evaluation, the following reportable issue found that there was foreign material resembling plastic fibers from a brush inside the nozzle. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.

Event description:
The customer reported event was discovered before the procedure. There was no damage to the patient or the operator.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be conclusively identified and the cause of the material remaining in the device could not be conclusively specified. There was no damage to the area where the foreign material was detected. Upon further follow up with the customer, it was reported that the endoscope washing machine stopped a cycle due to the channel occlusion. Therefore reprocessing was not fully completed. This event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): gif-h185 operation manual chapter 3 " preparation and inspection" shows how to detect the event. Gif-h185 reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.